Event description:
It was reported that the left ventricular (lv) lead thresholds were high and upon interrogation, the lead had no capture at 8 volts. Additionally, the lead had high impedance that had occurred acutely and a fracture was suspected. It was noted that the patient had taken a fall around the time that the rise in thresholds and impedance was noted. During the explant procedure, the lead also was not sensing, however a fracture could not be confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and the distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: d314trg, ICD, implanted: (B)(6) 2013. (B)(4).